Event description:
Customer reported a past event of high blood glucose, with levels indicated as "high" on the display screen, though the specific value was unknown. There was no adverse impact to the customer's blood glucose level reported, and no assistance from third parties was required. The customer chose to wait for the blood glucose level to decrease on its own. The control iq feature was active during the event, and the customer experienced recurring instances of high blood glucose levels. Technical support transferred the call for further assistance.